Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU states that ¿the stent implantations are designed for nasal placement; therefore, surgery is to be performed from the temporal side of the head¿. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the investigation and available information, the root cause of the reported issue is believed to be a result of the operator's technique and use environment. MFR# reference: (B)(4).

Event description:
As reported a malpositioned stent was observed on postop day nine (9) following an uneventful cataract plus trabecular micro bypass stent procedure. Subsequently, the stent was explanted and replaced with another stent. Through follow-up, the following additional information was provided. Reportedly, visualization was compromised during stent placement due to intraoperative bleeding. Per report, the surgery was not performed from the temporal side of the head, which potentially contributed to the malpositioned stent. The patient status was reported as ¿good with adverse event resolved¿.